Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the patient line of the homechoice cassette and transfer set is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set that led to this alarm. Renal therapy services (rts) assisted the hp with disconnecting aseptically from therapy and removing the supplies. Rts advised the patient to contact their nurse regarding the issue. It was unknown if the transfer set was replaced. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to b5: during follow up, it was clarified that there was no loose connection between the patient line of the homechoice cassette and the transfer set and the patient was using the same transfer set. Therefore, based on the additional information received, the transfer set is no longer a suspect product. Should additional relevant information become available, a supplemental report will be submitted.